Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the error message "level sensor not attached", occurred. The user reported the failure was intermittent in nature. Audible tones were also heard. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.